Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device cannot confirm the cracked allegation. However, examination found that a small piece of the edge broke off from the device. Tip also presents scratches throughout the surface. Depuy synthes considers the investigation closed at this time. Should additional if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product is cracked on edges.